Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch (ams) episode due to atrial lead noise was observed. The patient was stable and being monitored.